Manufacturer narrative:
Concomitant product: lpg1510 10x15 cm lp progrip flatsheetmsh (lot# pqj0052x). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of bilateral inguinal hernias. It was reported that after implant, the patient experienced colon stuck to mesh, small bowel obstruction, recurrence and seroma. Post-operative patient treatment included revision surgery and hernia repair with new mesh.